Event description:
In 2001, patient was evaluated for reported percept problems. Program parameter adjustments were not successful in eliminating the problem. Tenderness was reported at the implant site during the subsequent visits in 2001. The paitent stated that patient had hit patient's head while getting in the car two weeks prior to the evaluation. The decline in performance was also reported.